Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not administer the infusion according to the required time. The primary and secondary solute flow at the same rate despite the height (gravity) being respected and adequate. The condition of the patient was comatose with total dependency. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information e1: initial reporter e-mail. The device was received for evaluation. The device was found out of specification in relation to the customer reported 'did not administer the infusion according to the required time. The primary and secondary solute flow at the same rate despite the height (gravity) being respected and adequate as recommended by baxter'. The evaluator tested the pump for flow accuracy and found the device to deliver out of the published +/-5% range with - 5.60% accuracy. However, the customer did not report the extent to which they observed a flow rate discrepancy. The evaluator found shims missing from the lower door hook during visual inspection. The event history log review was performed. The customer reported an event date, but did not specify parameters. On the reported event date, the user programmed a primary infusion at a rate of 10 ml/hr and secondary infusion at a rate of 750 ml/hr. Running a secondary infusion over 300 ml/hr may cause fluid to be siphoned from the primary container. Refer to warnings in the compatible sets list, page 7 and the spectrum iq operators manual, page 8-94. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Concurrent flow may have several potential causes related to infusion setup an improperly primed set, including back check valve, or improper/incomplete clamping of the primary fluid when running a secondary infusion above 300 ml/hr. These setup factors are not related to spectrum infusion pump function. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a missing shims from the lower door hook. It was determined that the missing shims likely resulted from an improperly performed service or repair outside of the manufacturing facility. The hooks requires re-shimmed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.